Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the stent graft was being positioned and flowered readjusted for parallax and the delivery system inadvertently slipped down which pulled the stent graft down. The physician elected to implant two aortic cuffs. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: incorrect technique/procedure (grafts were inaccurately delivered by the user) eval conclusion: device failure related to user handling (grafts were inaccurately delivered by the user).